Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman delivery system and closure device (wds) were inserted. At an unknown point during the procedure, the was kinked, causing the wds to kink. The devices were exchanged to complete the procedure. No patient complications were reported.